Manufacturer narrative:
Sample has not yet received, but was reported to be available. The sample will be evaluated when received and f/u report will be filed.

Event description:
Infused too fast. Infused in approx 6 days instead of 8 days. It appears that the pump still contains approx 30ml of marcaine. No adverse event occurred. Date of event: (B)(6) 2010. Asked but not provide.